Event description:
The customer reported the system would intermittently quit working and display a communication error. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge representative repaired a power outlet the system had been plugged into. System operates as intended.